Manufacturer narrative:
The reported events of inability to interrogate and premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, and test results indicated high current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the absurdity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was also noted that patient complained of palpitations and exhibited a bradycardia rhythm.

Manufacturer narrative:
The reported events of inability to interrogate and premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, and test results indicated high current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that the patient presented in the ed with palpitations and an inability to initiate a mod transmission. Upon interrogation of the device, the message of ¿unable to communicate with this device via merlin pcs¿ came up. The last interrogation was in the office on (B)(6) 2021. At that time, the estimated longevity of 10.8 years. This coincides with the patient¿s last merlin transmission in (B)(6) of 2020. Premature battery depletion was noted. The device was explanted and replaced. The patient tolerated the procedure well.